Event description:
Litigation papers allege discomfort, pain, and soreness, difficulty bearing weight, audible noise emanating from both hip implants. Additionally alleged the patient has been diagnosed with aseptic loosening and revision has been recommended. Update: (B)(6) 2013 patient revised on the left hip due to pain. There was no new additional information that would change the outcome of the investigation. Update: (B)(4) /2013 -sales rep reported revision procedure to address pain. Part/lot were identified. The complaint was updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.